Event description:
It was reported that during a procedure to remove part of the [stomach], the closing wire broke during the extraction. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective I preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during a procedure to remove part of the [stomach], the closing wire broke during the extraction. At the time of this report, the customer has not returned our requests for additional information.